Event description:
It was reported that premature battery depletion was observed on the implantable cardioverter defibrillator. The device was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.